Event description:
Collection facility reported to baxter fenwal, a 19 y/o male donor having a reaction during his second donation. Half-way through the procedure the donor stated he had tingling and chest pain. The operator stated the donor was red and flushed at this time. The customer alleges that the donor stated he was fine, and that he wanted to continue. At the end of the procedure, while removing the needle, the donor was short of breath, and the operator noticed hives on the donor's upper arms. The donor was sent to the emergency room by the collection facility. In the emergency room, the donor was given solu-medrol, benadryl and tagament. The donor was releasesd from the emergency room in good condition. Prior to the donation the donor was not on any medication. The donor does have environmental allergies and is allergic to some foods. Prodedural information: the donor was donating a double platelet product. Whole blood processed: 6107 ml, acd: 722ml, 634 ml infused into pt and 88 ml in product. Saline: 376 ml. Procedure time: 117 minutes.